Event description:
Patient was revised. Reason for revision was not provided.

Event description:
Patient was revised. Reason for revision was not provided. Update: (B)(4) 2012 - litigation papers allege that the patient suffered left foot pain, numbness and weakness; hip dislocation(s) requiring closed reduction; inflammatory arthropathy; lymphocytic type response; non-contained fluid accumulation; leg length discrepancy; altered and weakened gait and balance; damage to the tissues and structure of the hip; inflammatory and lymphocytic response to metal on metal hip implant; synovitis; mechanical complications left total hip replacement; hyperactive synovium; bursal and joint scarring; chromium and cobalt toxicity and complications therefrom and avascular necrosis. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, lot #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
Litigation papers allege that the patient suffered left foot pain, numbness and weakness; hip dislocation(s) requiring closed reduction; inflammatory arthropathy; lymphocytic type response; non-contained fluid accumulation; leg length discrepancy; altered and weakened gait and balance; damage to the tissues and structure of the hip; inflammatory and lymphocytic response to metal on metal hip implant; synovitis; mechanical complications left total hip replacement; hyperactive synovium; bursal and joint scarring; chromium and cobalt toxicity and complications therefrom and avascular necrosis. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.